Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. The patient experienced undefined mesh failure leading to central recurrence of an abdominal wall hernia. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.